Event description:
On 7/5/88 an aus device was implanted. On 5/1/95 the cuff was revised. On 3/4/96 the balloon was revised and a tandem cuff placed. On 1/7/97 the entire device was removed from the pt due to urethral erosion.